Event description:
Physician reported that pt complained of pain since micro-insert placement. Physician scheduled micro-insert removal in 2008. No further info was provided by physician. Per the IFU: a very small percentage of women in the essure clinical trials reported recurrent or persistent pelvic pain, and only one woman requested device removal due to pain; however, if device removal is required for any reason, it will likely require surgery, including an abdominal incision and general anesthesia, and possible hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.